Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was re-programmed to address the loss of capture issue. The patient was in stable condition.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2021 for a follow-up. Upon examination, it was noted that there was loss of capture on the right ventricular channel of the implantable cardioverter defibrillator (ICD) due to detecting r waves. Programming changes were recommended but were not performed at this time. The patient will be monitored closely. There were no adverse consequences to the patient.

Manufacturer narrative:
Further information was requested but not received.